Event description:
The manufacturer received information alleging a patient experienced asthma attack while using an everflo device. The device settings during the event were reported to be unknown. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient with an everflo device experienced asthma attack while using the device. The reported event makes no allegation of any device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Multiple good-faith efforts have been completed to obtain additional information on 16 oct 2026 12 mar 2026 and 11mar 2026, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.